Manufacturer narrative:
The customer¿s report that the set failed to prime due to occlusion in the line was confirmed. Visual inspection under a microscope of the engagement between the check valve inlet port and the pvc tubing identified an obstruction caused by excessive solvent. Functional testing observed that the fluid would not prime the sets. The root cause for the occlusion was identified as excessive solvent being applied during the manufacturing process.

Event description:
It was reported that the epidural pcea set was attempted to be primed 6 times while in the pacu, however each set failed to prime due to an occlusion in the line. The pain team was notified and the patient was transferred to the ICU to determine if their epidural pcea sets would prime. There was no report of patient harm, and there was no distress or increase pain due to the event.